Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant prosthesis and experienced left-sided capsular contracture (grade unknown) and rupture postoperatively. The patient experienced breast pain, and mammogram performed on (B)(6) 2020 indicated the rupture and the capsular contracture. The diagnosis was confirmed by a healthcare professional. As a result, the patient had the implant explanted on (B)(6) 2020.

Manufacturer narrative:
On 11-jun-2020, it was found that the product investigation was omitted from the previous report. The investigation on the suspected medical device was completed on 9-jun-2020. Investigation summary: during visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear was observed within the siltex cracking, measuring approximately 2.5 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-may-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).